Event description:
It was reported the patient had a shocking/ jolting sensation. The patient was reading some information about over discharge and thought they read something about getting a shock and they believed they experienced something like that once. No outcomes were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is obtained, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 377745, lot# v014440, implanted: (B)(6) 2008, product type: lead. Product ID: 377745, lot# v014287, implanted: (B)(6) 2008, product type: lead. Product ID: 37743, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 37754, serial# (B)(4), product type: recharger. (B)(4).